Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a bactiseal catheter (ID 823072) was implanted via a ventriculoperitoneal (vp) shunt on (B)(6) 2025, for an unknown reason. The catheter was implanted along with a certas valve (ID 828804) with an initial pressure set at 1. The patient developed subdural hematoma and suffered from disorientation. When attempting to change the pressure setting, the possibility of obstruction was indicated. X- ray was taken, however, the issue could not be found from the examination. Therefore, the valve and the catheter were explanted and replaced on (B)(6) 2025.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal catheter kit (ID 823072) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which leads to occlusion. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.